Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen was cracked, rendering the device nonfunctional and requiring replacement. Symptoms included no reported changes in blood glucose and no medical symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, patient education on shutdown and return procedures, and review of usage and data synchronization steps. Investigation of this case revealed a damaged display component consistent with physical damage to the device enclosure, with no alerts or alarms and no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to handling or use outside normal conditions.